Manufacturer narrative:
The reporter's meter was returned for investigation. The display showed no error during investigation, there were no missing segments. The circuit board showed no contamination that could temporarily lead to the complained error.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation. The meter has been returned and the investigation is ongoing. After completion of the investigation a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could impact the interpretation of results. The customer stated segments were missing in the word off when they were changing the therapeutic range setting to off. Customer completed a display check and no missing segments were seen at that time. The customer was unable to say definitively that no results were misinterpreted.